Manufacturer narrative:
There was no patient involvement. Patient information is not applicable. The lot number was not provided. The expiration date is unknown. The lot number was not provided. The manufacture date is unknown. The clinician reported that, while placing the bag on the bracket, the venous inlet port of the bmr reservoir bag broke. This occurred before bypass. There was no patient involvement. One bmr 1900 reservoir bag was received at sorin group USA for evaluation. Visual inspection confirmed that the venous inlet port was broken at the connector flange. Sorin group (B)(4) determined that the connector wall thickness was slightly out of specification on one side of the connector. Mechanical stress caused by rough handling while placing the bag on the bracket could cause the connector to break. The mold is currently being modified to correct the wall thickness.

Event description:
The clinician reported that, while placing the bag on the bracket, the venous inlet port of the bmr reservoir bag broke. This occurred before bypass. There was no patient involvement. The clinician mentioned that there were three other occurrences where, after the procedure, the venous inlet port broke during tear down of the circuit. No information was provided for these incidences.